Event description:
(B) (4). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient expired. The initial procedure treated the non calcified, non tortuous, lesion type c, total occlusion in the proximal right coronary artery (rca ) with a 3.5x8mm promus stent and an overlapping unknown size taxus liberte stent proximally. In (B) (6) 2009, the patient expired. The cause of death is non cardiac massive brain hemorrhage.

Manufacturer narrative:
(B) (4).. The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B) (4): device not returned for analysis.